Event description:
A malfunction alarm identified as "malf 12" was reported, indicating a momentary power loss to the vibrator motor, but there was no adverse impact to the customer's blood glucose level. The customer had not previously reported or reset the pump for this malfunction within the past 24 hours. Technical support assisted the customer by providing pump reset information and helping with the reset process. After resetting, the malfunction code did not recur, and the customer was instructed to continue using the pump. They were advised to call back if any issues reoccurred, and the customer confirmed understanding of these instructions.